Manufacturer narrative:
The haemonetics field service engineer (fse) went to the center to evaluate the device. The issue of anticoagulant (ac) depletion has been investigated under a corrective action. The results of that investigation determined the likely cause was the harsh cleaning solution used to clean the pump rollers at the customer site can cause damage to the pump rollers which may lead to a device malfunction. The fse completed full diagnostic testing on the device. The rollers were replaced as a precautionary measure as no other issues were found with the device and the customer states the disposable kit was correctly installed onto the device. The device evaluation was completed and the device was put back in service. Haemonetics filed a medical device safety alert and is awaiting the FDA correction/removal reporting number.

Event description:
Haemonetics received a complaint on (B)(6) 2016 stating "consumed all acd pla. The machine has detected a consumption of 145ml instead of 250ml." On the mcs + 9000 device. No donor injury was reported.